Event description:
Info rec'd indicates, the caster would lock and hold in brake but the caster would rotate if pushed on the side.

Manufacturer narrative:
The technician replaced the old caster to repair the stretcher.